Event description:
It was reported that balloon rupture occurred. A 6.0 x 80, 75 cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured and shredded apart. The physician had to retrieve the foreign body. No further patient complications were reported.